Event description:
Routine complaint investigation when a health care facility reported receiving a high reading of 600 mg/dl on a precision pcx meter when compared to a valid laboratory comparison of 471 mg/dl. There was no report of death, serious injury, medical intervention or mistreatment reported with the event.